Manufacturer narrative:
Product investigation was completed. This lead was subjected to and passed continuity test and a visual inspection. Lead resistances measured normal, indicating conductors are intact. X-ray showed no conductor abnormalities (no fractures or deformities). Dried blood was noted in housing and neck region (tip). Product investigation does not provide any additional information. Emdr decision remains the same.

Event description:
It was reported that this right ventricular lead was explanted at a surgical procedure due to a dislodgement. A new lead was implanted. No additional adverse patient effects were reported.